Event description:
It was reported that the user experienced difficulty removing the old connector during a supply change and received troubleshooting guidance to press firmly and twist counterclockwise similar to a child-resistant cap, after which the connector was removed and the supply change proceeded. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included no need for medical intervention and no interruption of therapy. Investigation included customer interview and technical support troubleshooting. Investigation of this case revealed that the connector functioned as intended after user guidance and that user technique was the likely contributor. It was concluded that the device did not malfunction and that the event was attributable to use-related handling.